Manufacturer narrative:
Product was evaluated for evidence of allegation. Cycle rate was observed to be nonconforming and vacuum measurements were not within specification. The low suction observed was due to a torn piston seal.

Event description:
Customer contacted ameda, inc. On (B)(6) 2016 to report the purely yours breast pump she uses exclusively to express her breast milk for her baby experienced lower suction over a 3 week time period from (B)(6) 2015-(B)(6) 2016. Customer states a decrease in milk output and ineffective emptying of her breasts, leaving them full and engorged, leading to a right breast infection. Customer was diagnosed with right breast mastitis on (B)(6) 2016 by her healthcare provider. She was prescribed a 7 day course of oral antibiotics, stating feeling well by the second day of antibiotic therapy. Customer was shipped a purely yours replacement pump base overnight to resolve the issue.